Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The previous repair report for intellicart, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have been previously repaired once, the previous repair being for vacuum sensor 1 errors on (B)(6) 2016. The vacuum pump issue was not associated with the current repair service which is related to hot electrical smell from the cart, so the previous repair was a non-related issue. On (B)(6) 2017, it was reported from (B)(6) hospital that a cart is making a hot electrical smell. (B)(6) was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site on (B)(6) 2017 and was unable to find any problem with the device. Verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired without any repair checklist as per crm. Service work order (B)(4) on (B)(6) 2017. The service technician could not reproduce the reported event or find any other issue with the device. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). No code available for electrical smell. The product will not be returned to zimmer biomet for investigation because it was evaluated by an external contractor. However, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product evaluated by external contractor.

Event description:
It was reported that during cleaning the cart had a "hot electrical smell." No adverse events have been reported as a result of the malfunction.